Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-124 / batch 74b1900707 that can be related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed since the product involved in the complaint notification was not provided to perform a proper investigation. Once that the sample become available this complaint report will be updated accordingly.

Event description:
It was reported that: (B)(6) hospital medical center had an incident where the capio suture broke and detached on a patient. Additional information received from the clinical manager on 09aug2019 provided the following updated event information: the device fired but the bullet got left behind. The bullet/dart came off of the device. They got a second capio and completed the case. Patient was fine with no reported complications. They had left the bullet behind, the physician was not able to take it out of the patient. The physician tried to palpate the detached dart inside the patient but was not able to feel it.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: (B)(6) had an incident where the capio suture broke and detached on a patient. Additional information received from the clinical manager on 09aug2019 provided the following updated event information: the device fired but the bullet got left behind. The bullet/dart came off of the device. They got a second capio and completed the case. Patient was fine with no reported complications. They had left the bullet behind, the physician was not able to take it out of the patient. The physician tried to palpate the detached dart inside the patient but was not able to feel it.